Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was unable to advance, therefore a new one was opened and worked. There was no reported patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of insertion difficulty is confirmed. The device had a kink consistent with insertion difficulty. A kink can make it difficult to insert the iab over a guidewire. The root cause of how the iab became kinked is undetermined but a potential cause of the kink could be related to customer handling. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was unable to advance, therefore a new one was opened and worked. There was no reported patient complications.